Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being disconnected from power can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from the time stamp of day 552, 16 hours and 54 minutes to day 558, 14 hours and 34 minutes when a power cable disconnect alarm was recorded followed by a controller¿s clock reset to 0 days, 0 hours and 0 minutes which suggested that the power to the system was lost. The associated voltage levels prior to the event indicated that the system controller was connected to a power module. After the power was restored the system resumed operation at the set speed. The system operated for approximately 41 minutes when the driveline and the power cables were disconnected. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is for the epc controller after the controller exchange. This event was also reported against the pump in MFR. Report #2916596-2020-00209 and the first controller (pre-exchange) in MFR. Report #2916596-2020-00208. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found "disconnected" at a rehab facility. It is not known if the drive line was disconnected or power. Patient had the epc controller as well so it didn't have an emergency backup battery. The primary controller was switched out at the facility before patient came to the ER. The first log file showed the controller lost external power which caused the pump stop and the clock to reset. The pump was connected back to the patient cable and was running until about 41 minutes later when power to the controller was lost once again showing the pump disconnected. May have been when the controller was being exchanged. This file ends with the drive line being disconnected. The second log file after the controller was exchanged shows the pump had trouble maintaining the set speed. The first events of the second log submitted showed the controller connected to the patient cable but the drive line disconnected. Pump was eventually connected and was running for about an hour and twenty four minutes when the drive line shows disconnected again. Cell battery in the controller also shows low during these events. Controller was again connected to the drive line once again for about 4 minutes when it was disconnected again and remained disconnected for the remainder of the log file. Each time the drive line is disconnected the internal clock resets to all zeroes. Exact times of the events were difficult to determine due to the format of the time stamp for epc controllers.